Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during drain. The home patient (hp) stated she was at the end of therapy when the hc alarmed, so she disconnected and turned the hc off. The hp requested assistance removing the set. The baxter technical service representative advised the hp to contact her pd nurse. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). The cause of the alarm is undetermined at this time. Should additional information become available, a follow-up report will be submitted. The devices involved in the incident were unknown. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The patient line did not become inadvertently separated from the transfer set. The patient disconnected prior to the alarm and did not reconnect. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The set was not reused, nor was damage noticed to the over pouch or carton in which the cassette was delivered. The home patient was at the end of the therapy so she just disconnected herself from the homechoice machine and turned it off. The patient was advised to contact her renal nurse in the morning.